Manufacturer narrative:
Investigation: the customer returned an unused set for investigation. Upon visual inspection, it was noted that the prime diversion pouch for the set was full of air. The white pinch clamp on the diversion bag tubing was closed and the tubing was in the center of the pinch clamp on the set. No defects with the clamp or tubing were observed during the initial inspection of the returned set. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the white pinch clamps were not occluding the tubing line on the disposable set. The customer returned the set for evaluation. Upon evaluation, it was noted that the sample bag was filled with air and the pinch clamps were closed. It is unknown at this time if a donor was connected at the time of the event. Patient (donor) information is not available at this time.

Manufacturer narrative:
A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Testing was done on the returned set to see if the clamp occluded air flow. The pressure was ramped to 40psi with no air going through the closed clamp. The closed clamp as received from the customer was properly occluding the tubing to the sample bag. Root cause: based on part evaluation inspection and testing, possible causes for the inflated sample bag and return of air to the donor include but are not limited to the user not following prompts to clamp the tubing, user not looking for and then expressing air from sample bag when system alarms for pressure test error alerts, or clamp was closed by user but the clamp was not fully occluding the sample bag line. Corrective action: an internal CAPA has been initiated to address air in sample bag issues.

Event description:
The customer did not respond to attempts to obtain information for the investigation such as procedural details and patient information.